Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure f66. This condition had the potential to interrupt delivery. This condition was found in the medicine ii area. It is unknown when this event occurred. There was no information regarding patient involvement, injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure f66 was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be supply voltage of central processing unit (cpu) circuitry is too high due to a defective main battery. The main battery was replaced to correct this condition. Should additional information be received a follow-up medwatch will be submitted.